Manufacturer narrative:
Concomitant medical product: 305c223 tissue valve, implanted: (B)(6) 2014,. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, loss of capture, and infinite impedance measurements. The lead was originally planned to be explanted and replaced but due to occlusion, the lead was capped. No patient complications have been reported as a result of this event.